Event description:
In 2009, the home patient (hp) contacted a technical service representative (tsr) and reported he had passed out during the night due to an insulin overload after not hearing an alarm using the homechoice (hc) device. The incident was reviewed over the phone with the tsr, which revealed the hp uses an insulin pump that kept pumping. The hp indicated that simultaneously, the hc had stopped due to an alarm; however, the hp was asleep and did not hear the alarm. The hp requested a swap of the hc because he did not know why the hc had stopped. The tsr reviewed the hc's alarm log, which revealed that a check lines and bags alarm was the most recent alarm that had occurred. The tsr subsequently swapped the hp's hc and discussed with the hp the use of manual continuous ambulatory peritoneal dialysis (capd) exchanges for peritoneal dialysis until the arrival of the replacement hc device. The hp indicated that as a result of the insulin overload, he had been taken to the emergency room (ER). Additional information received from the peritoneal dialysis (pd) nurse (rn) a week later, revealed the hp had been having mechanical difficulties with his hc device and on original date, the hc stopped working, causing hypoglycemia because his insulin pump continued to administer insulin. The hp was seen at the ER and released. The hc was swapped and the events resolved. Per the nurse, dianeal therapy has continued and the events are related to the hc, not the dianeal. The nurse indicated the hp's blood glucose was 20 in the ER and was treated for hypoglycemia. Additional follow-up with the pd rn revealed the hp had experienced difficulty using the hc for around 1 week prior to original date. The rn was not certain what phase of therapy the patient was in at the time the hc stopped working, but felt the hp was empty/close to empty of dianeal fluid in his peritoneum. The rn related that the hp has an insulin pump that looks "like pager" connected to his abdomen; the pump has a needle going into the hp that delivers insulin to the patient 24 hours a day/7 days a week. The rn related that the hp's insulin is delivered to him with the expectation that he will be receiving sugars from the dianeal solution used during the automated peritoneal dialysis (apd) therapy. The rn felt that because the hc stopped performing apd therapy, he did not receive the expected amount of dianeal while the insulin pump continued to deliver insulin. The rn felt that as a result, the hp became hypoglycemic and passed out. The rn related that the same day, the hp's son found the hp "passed out" during therapy and the hp was taken to the ER where his blood sugar was found to be 20. The rn related that the hp has not had a similar episode in the past. The rn related that the hp's son is trained to call baxter technical support for assistance with the hc and he did. The rn indicated that the hp has since received the replacement hc and continues using it for apd therapy without reported difficulty.